Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returning to the manufacturer for evaluation with an allegation the device failed to charge its internal battery. The device was returned to a third party service center for evaluation. During the evaluation of the ventilator at the third party service center, a failure of the device to charge it's internal battery was observed. The device's internal battery was replaced to address the issue.